Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('my right ovary and tube removed because a piece of metal was sticking out/ left side has pieces sticking out also') and fallopian tube perforation ('my right ovary and tube removed because a piece of metal was sticking out/ left side has pieces sticking out also') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain since it got put in"), dyspareunia ("extreme pain with intercourse"), female sexual dysfunction ("no pleasure from intercourse"), ovarian mass ("had large masses on my ovary and tube"), libido decreased ("low sex drive") and depression ("my depression increasing"). The patient was treated with surgery (right salpingectomy, right oophorectomy). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, dyspareunia, female sexual dysfunction, ovarian mass and libido decreased outcome was unknown. The reporter considered depression, device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction, libido decreased, ovarian mass and pelvic pain to be related to essure. The reporter commented: "my right ovary and tube removed because a piece of metal was sticking out and I had large masses on my ovary and tube. She refused to remove the left side even though it has pieces sticking out also." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('my right ovary and tube removed because a piece of metal was sticking out/ left side has pieces sticking out also') and fallopian tube perforation ('my right ovary and tube removed because a piece of metal was sticking out/ left side has pieces sticking out also') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain since it got put in"), dyspareunia ("extreme pain with intercourse"), female sexual dysfunction ("no pleasure from intercourse"), ovarian mass ("had large masses on my ovary and tube"), libido decreased ("low sex drive") and depression ("my depression increasing"). The patient was treated with surgery (right salpingectomy,right oophorectomy). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, dyspareunia, female sexual dysfunction, ovarian mass and libido decreased outcome was unknown. The reporter considered depression, device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction, libido decreased, ovarian mass and pelvic pain to be related to essure. The reporter commented: "my right ovary and tube removed because a piece of metal was sticking out and I had large masses on my ovary and tube. She refused to remove the left side even though it has pieces sticking out also." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.